Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the rapid atrial pacing (rap) and the output for the external pulse generator (epg) were not within specification. Therefore, the epg was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported that the rapid atrial pacing (rap) and the output for the external pulse generator (epg) were not within specification. Therefore, the epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. The device passed testing, with no anomalies found. The lower case was observed to be broken. (B)(4).